Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was tested on an in-house system. The instrument passed the recognition and the engagement tests. The report complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system. Additional observation(s) related to customer complaint: the instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. .

Event description:
It was reported that during central processing, the 8mm medium-large clip applier instrument was not recognized by the system. No report of patient involvement or no known impact or patient consequence was reported.